Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500 form will be submitted accordingly. Two maude event reports were rec'd in regards to this pt event. The report numbers are mw1042839 and mw1042727.